Manufacturer narrative:
The investigation has been completed and the alleged occlusion was verified in the pump logs; however, alleged time issue could not be verified due to a different issue found.

Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the multiple occlusion alarms occurred. Pump supplies were changed twice. Insulin delivery was resumed and appeared to be exiting tubing slowly. Customer's blood glucose (bg) was 411-500s mg/dl. Customer was admitted to the hospital on (B)(6) 2018 for diabetic ketoacidosis (dka). The battery was reported to have depleted after the low power alerts/alarms (user error). The pump was powered back on. The pump time was found to be off by a few minutes. Customer was treated with intravenous fluids/insulin. Elevated bg was resolved and customer was discharged on (B)(6) 2018. Customer reverted to using long acting insulin to manage diabetes.